Event description:
On the day the hae attack occurred in the pharynx, the patient was still feeling a little unwell after returning home, so she tried to administer icatibant. However, she tried to attach the needle to the syringe, the needle kept turning, even though it usually stops when it has turned all the way. She thought that there was a problem and used a different syringe to inject.

Manufacturer narrative:
Health effect-clinical code updated, previously incorrectly coded.

Event description:
On the day the hae attack occurred in the pharynx, the patient was still feeling a little unwell after returning home, so she tried to administer icatibant. However, she tried to attach the needle to the syringe, the needle kept turning, even though it usually stops when it has turned all the way. She thought that there was a problem and used a different syringe to inject.

Manufacturer narrative:
Contract manufacturing organization I: the batch in question was visually inspected at the cmo facility on (B)(6) 2024 and packaged from (B)(6) 2024, resulting in (B)(4) boxes of product. The manufacturing and testing records of this batch were reviewed and there were no deviations or abnormalities related to this incident. In this formulation, there is no process that involves removing the protective cap. Additionally, if any products or materials are dropped during the manufacturing process, cmo ensures that all such items are disposed of after verifying the quantity. Therefore, the cmo do not commercialize any dropped products that could potentially affect product quality. No syringes or individual boxes were dropped during the production of this lot. Based on the above findings, it is concluded that this issue did not originate from the cmo's manufacturing process. The cmo received one complaint regarding this product over the past two years (since march 2023). But it was confirmed that this complaint did not originate from their manufacturing process and was handled appropriately. Contract manufacturing organization ii: the complaint sample was examined within the packaging material department at the cmo. The syringe was filled with colorless solution. On the glass barrel no damages were detected. The stopper position was outside specification with 7.6 mm (specification: 3.1 - 7.1 mm). The plunger rod was not completely screwed into the stopper thread. No damages or defects were detected on the stopper nor on the plunger rod. The plastic rigid tip cap (prtc) was fitted stable on the syringe cone and could not be moved manually, the holding bars and the thread of the luer lock adapter (lla) were undamaged. The user needle was without any defects. The batch was manufactured per specifications and released at the cmo. This was confirmed by the query regarding nonconformities and further complaints related to the impacted batch. No deviation and no further complaints which could be linked to the current one were documented for batch in question. In addition, based on the complaint sample examination results a flawless syringe could be proved. The complaint reason could not be confirmed on the complaint unit. The primary packaging materials were without any defects. The user needle had a stable fit in the front closure part of the syringe. The functionality of the syringe could be proved. No leakage occurred. A handling error by the end user was therefore evaluated as most probable root cause for the current complaint. The cmo and the supplier of the starting materials could be excluded as root cause based on the sample examination results.

Manufacturer narrative:
Lot number added to d4.

Event description:
On the day the hae attack occurred in the pharynx, the patient was still feeling a little unwell after returning home, so she tried to administer icatibant. However, she tried to attach the needle to the syringe, the needle kept turning, even though it usually stops when it has turned all the way. She thought that there was a problem and used a different syringe to inject.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
On the day the hae attack occurred in the pharynx, the patient was still feeling a little unwell after returning home, so she tried to administer icatibant. However, she tried to attach the needle to the syringe, the needle kept turning, even though it usually stops when it has turned all the way. She thought that there was a problem and used a different syringe to inject.